Event description:
It was reported that the patient had a junctional underlying rhythm and there was no atrial sensing or capture. The atrial egm was flat. An x-ray was performed and lead position looked good. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.